Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
It was reported that the patient experienced dizziness and presented remotely. Review of remote transmission revealed that the right ventricular (rv) lead and the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition. Inappropriate automatic mode switching (ams) episodes were also noted. The ra and rv leads were explanted and replaced on (B)(6) 2026. There were no patient consequences.